Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for out of range shock impedances via the remote monitoring system. The patient was referred back to their clinic for troubleshooting. This crt-d remains in service. The make of the right ventricular (rv) lead is unknown. No adverse patient effects were reported.